Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Device had a cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported she has been hospitalized three times since (B)(6) 2014 due to high blood glucose and diabetic ketoacidosis. Customer stated she has received many error alarms but did not recall which alarms. The alarm history was checked and no delivery alarms were found. Customer stated the alarms were mostly during bolus and basal and a few during prime. Customer was hospitalized on (B)(6) 2014. She was feeling dizzy and weak and went to the emergency room. Customer stated she was off the insulin pump as her old device was replaced due to a button error and she had not started using the new device. Blood glucose value at the time of the admission for the first hospitalization was 560 mg/dl. Value for the other events was not specified. Customer also reported that the insulin pump has a crack by the b button. Nothing further reported.